Manufacturer narrative:
Upon further evaluation by physio-control it was determined that the root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device locks up at self test in progress with service lights on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was determined that the system pcb assembly needed replacement. Failure of the system pcb assembly was likely the cause of the reported issue however it could not be confirmed. Due to device age, the parts were not available and so device could not be repaired but was scrapped.

Event description:
The customer contacted physio-control to report that their device locks up at self test in progress with service lights on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.